Manufacturer narrative:
The company rep confirmed the reported event of electrical failure code # 8 (power-up went test failed). The company rep replaced the drive manifold assembly (part no.0104-00-0018). The unit performance and safety were tested. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that during a routine check of the unit, electrical failure code #58 (power-up vent test failed) displayed on power up. No pt was involved.